Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence and uterine prolapsed and symptomatic pelvic relaxation and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent mesh removal/revision on (B)(6) 2008, (B)(6) 2009 and on (B)(6) 2011. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05796. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a vaginal hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05796. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal (vaginal mesh excision and resection of tissue, posterior mesh removal and revision of posterior compartment posterior repair, anterior repair) on (B)(6) 2011 (operative report).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection and dysuria.